Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l1) for treating lumbar centrum fracture on (B)(6) 2022. Two events took place as follows: 1. When 3.0 ¿ 3.5 ml of contrast medium was injected, it leaked from either side. As the trial balloon was inflated to a certain extent, they continued the procedure. 2. They checked up the trial balloon postoperatively and saw some liquid leaking from the balloon¿s tip. The surgeon wondered if the leakage might have caused by the balloon¿s defectiveness, if any. No further information is available. This complaint involves one (1) device vbs w/balloon sm. This is report 1 of 1 for complaint (B)(4).